Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer reported that they had low blood glucose of 36 mg/dl and high blood glucose of 400 mg/dl. The customer declined both high and low blood glucose troubleshooting. The insulin pump will not be returned for analysis.